Event description:
If a patient is created on the tcc of flexitron (before importing the plan) with the same ID as in the (B)(6), it is possible to type any name, d.o.b., sex, address etc and the import will still work. On the printout from the tcc the patient details will be those entered onto the tcc and not those imported from the tps. This could cause incorrect patient credentials to be logged in a treatment report if the appropriate qa checks are not performed.

Manufacturer narrative:
Flexitron issue was found during commissioning and is not part of a clinical workflow. (B)(4), nucletron bv is now submitting this MDR in compliance with the corrective actions of the FDA form 483.